Event description:
Needle broke off in abdomen (medical device complication). Case description: this spontaneous report, received from a consumer in the united states, reported as "needle broke off in my abdomen", concerns a female treated with a novolog mix 70/30 (biphasic insulin aspart) flexpen and novofine 31 (disposable needle) since approximately 2004 for type 2 diabetes mellitus. The woman reported that in 2006, while performing an injection with the products in question, the push bottom on her novolog mix 70/30 flexpen jammed with approximately four units of her dose remaining to be injected (after delivering 86 of her 90 unit dose). She withdrew the flexpen from her abdomen and realized that the needle was not attached. The woman searched for the needle in the skin of her abdomen, but was unable to locate it, so she went to the emergency room (ER). An x-ray was performed, which confirmed that the needle fragment was located in the abdomen. The woman reported that the needle was surgically removed shortly after the x-ray and she was discharged from the ER shortly afterward that same day. The woman reported that she performs an air shot on the flexpen and that she does not reuse the disposable needles. The reported that neither the novolog mix 70/30 flexpen nor the novofine 31 disposable needle were exposed to any temperature extremes and they did not have any visual abnormalities. The woman stated that she discarded the flexpen, disposable needle, and disposable needle hub and they were not available for return. Comment: reported causality: unknown.

Manufacturer narrative:
Frequency statement: based on review of historical data, the frequency and severity of the occurrence of broken needles is below the expected occurrence for this device.